Event description:
A call was received through technical services reporting that the patient presented to the emergency room with no capture on ECG strips. The right ventricular lead was replaced. No patient complications have been reported as a result of this event.